Event description:
Rep called to inquire if the information they had sent in had been reviewed and analyzed. Also noted that along with error 528, patient additionally saw error 529 (indicates 'out of range' as well).the rep notes that the session report on september 9th shows a therapy impedance and current value for group a (active program) program 2 but doesn't show any impedance/current values for program 1. Agent was able to confirm this is accurate. Rep met with the patient on september 9th when the session report was generated and everything looked fine in clinic. Rep went on to test impedances in multiple positions and nothing stood out. Rep also looked at the session report from the other implant and it also showed that impedances appeared normal. Agent advised that the case will be escalated and the files assessed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that today when they were trying to connect to their settings, they saw the service code 528: out of range. Their stimulator was replaced in january or so. Pss reviewed the meaning of the code and redirected them to their doctor. The manufacturer representative (rep) provided additional information. The rep was in line with the patient, repeating the previous information and adding that even though they did not get the code error during the call, they had been getting it more and more. The rep said they would contact the patient's managing hcp to set up an appointment so they could interrogate the ins. The manufacturer representative (rep) provided additional information. The rep was in line with the patient, repeating the previous information and adding that even though they did not get the code error during the call, they had been getting it more and more. The rep said they would contact the patient's managing hcp to set up an appointment so they could interrogate the ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient was scheduled to been september 9th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the service code wasn¿t determined. When the rep connected with the patient¿s device all impedances were within range and the service code appeared to have cleared by simply connecting with the device.